Event description:
The event is reported as: the applier was not functioning properly. Clips dropped into pt's abdomen. Clips retrieved. No pt injury reported.

Manufacturer narrative:
There will be no sample returned to evaluate. A follow-up investigation report will be sent when completed.